Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, suture sleeve movement was noted on the right ventricular (rv) lead. The physician elected to leave the suture sleeve and place a new sleeve on instead. The rv lead remains implanted. The patient condition was stable.